Event description:
Customer reported an issue with the vseries monitor display which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
The unit is being evaluated by mindray service representatives.